Event description:
It was reported that approximately 3 years post implantation of 3 xience v stents in the mid to proximal right coronary artery, the patient experienced increasing angina with exertion. Angiogram revealed 80% in-stent restenosis in the mid right coronary artery, the stenosis was treated with implantation of a drug eluting stent. There was no adverse sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the listed in the xience v everolimus eluting coronary stent system instruction for use (IFU) as known adverse events.although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.